Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited a loss of capture. The patient was seen by their clinician, at which time capture and threshold measurements were determined to be appropriate. The device remains implanted and the patient is being followed per the clinic's standard protocol.